Manufacturer narrative:
This report is being filed to correct the model number.

Event description:
It was reported that this system was part of an explant due to infective endocarditis and positive blood cultures for infection. No additional adverse patient effects were reported.

Event description:
It was reported that this system was part of an explant due to infective endocarditis and positive blood cultures for infection. It was noted that when the lead was attempted to be extracted the tip broke off and remained in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date, the describe event or problem, and device codes.

Event description:
It was reported that this system was part of an explant due to infective endocarditis and positive blood cultures for infection. It was noted that when the lead was attempted to be extracted the tip broke off and remained in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this system was part of an explant due to infective endocarditis and positive blood cultures for infection. No additional adverse patient effects were reported.